Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 2.1 and 2.2 was failed. Customer tried to reboot and recover the drawer, but issue doesn't resolve. The customer stated that this malfunction occurred when the user tried to issue medication to the patient. However, the user managed to retrieve the medication from another station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers were not detected on bus. A field service engineer (fse) replaced the drawer controller card and the door boards to resolve the issue. After the replacement, the device was tested and confirmed to be functioning correctly. The customer verified the resolution by performing an inventory check on each drawer. The system functioned as intended after the field service engineer repaired the device.